Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Three good faith efforts were made to the facility's biomedical engineer to obtain evaluation / repair results. No response has been received.

Event description:
While attempting to setup a patient in the operating room for support the user was unable to obtain ECG tracing. They swapped the cable leads and patches with no changes. They then swapped out the cs300 intra-aortic balloon pump (iabp) for another iabp and support was obtained. Original iabp to be sent to bio-med for evaluation.